Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no adverse impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. Customer acknowledged. Upon follow up, tandem technical support was informed that the battery issue was no longer occurring.